Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified left circumflex artery. After pre-dilation with a 2.5 balloon catheter, a 2.75x16 synergy ii drug-eluting stent was advanced but significant resistance was encountered and was unable to cross the lesion. When the device was attempted to be removed, the stent had dislodged from the delivery catheter. The physicians were able to get the balloon back into the stent structure itself and then inflated the balloon to a low atmosphere and removed the entire wire, catheter, and stent delivery system together. The lesion was then re-wired and pre-dilated. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.